Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed no signs of any external damage. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed power up process preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "error message". No patient injury reported.